Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device evaluation: the products were evaluated via photograph. The visual investigation reveled that the plate was damaged. The complaint is confirmed for deformed plate. DHR review and related actions: per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds. Device use: this devices are used for treatment. Potential cause: this event could possibly be attributed to off-axis forces capable of overcoming the material properties applied during impaction. With the given information, the definitive cause cannot be determined.

Event description:
It was reported that during the procedure the roi-c anchoring plate was stuck in the cage and the cage broke. They were removed and replaced with alternate roi-c cage and anchoring plates to complete the case. There were no reported patient impacts. This is report two of two for the event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3004788213-2020 -00140 and 3004788213-2020 -00141.

Event description:
It was reported that during the procedure the roi-c anchoring plate was stuck in the cage and the cage broke. They were removed and replaced with alternate roi-c cage and anchoring plates to complete the case. There were no reported patient impacts. This is report two of two for the event.